Event description:
The affiliate stated the customer alleged approximately one (1) milliliter of blood fluid and diluent leaked within the instrument during needle aspiration involving coulter lh 500 hematology analyzer. No leak was observed in the manual mode. The customer had on gloves during the event and did not have direct contact with the fluid. Patient results were not impacted. There was no operator injury or adverse effect associated with this event. The facility has an exposure control plan in place. Beckman coulter field service engineer (fse) went to the facility and assessed the instrument.

Manufacturer narrative:
The field service engineer (fse) discovered the needle to the tubing came off due to tension from the needle guard plate that was closed over the tubing. The fse replaced the needle cartridge and resolved the issue. The fse educated the customer on how to correctly close the needle guard and verified overall operation and performed quality control (qc) and actual samples successfully. The fse indicated the instrument was operating under open vial mode at the time of the event and no aspiration errors were noted. The instrument operated normally and results conformed to the manufacturer's published performance specifications. (B)(4).